Manufacturer narrative:
A.1.-a.5. There was no patient involvement. 10: livanova deutschland manufactures the b-capta. The incident occurred in USA. The sensor was not detecting the bubble. The customer then put the sensor onto another ehlm and it failed on there too. Tried a different bubble sensor on both ehlm and it worked perfectly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, the 3/8 arterial bubble sensor was not triggering alarm when tested (air in tube) during in service. There was no patient involvement.

Manufacturer narrative:
To solve the issue a new sensor was shipped to the customer and successfully installed. The complained bubble sensor was inspected by manufacturer. A visual inspection was performed and it was detected that the tubing insert was detached and the sensor cable was damaged. No functional test and further analysis was possible since the lack of the insert doesn't allow the proper tubing adherence to the sensor lid and this would affect the test results. Considering that, upon opening of the packaging for the visual inspection, the sensor cable was found wrapped inside the sensor body where the tubing is located during procedure, it cannot be ruled out that the sensor insert and the cable got damaged when the sensor was packed for the shipment. Complaints database review and trend analysis was carried out and revealed that no concerning trend related to undersensing issue of the essenz bubble sensors has been detected. Based on troubleshooting performed on site, the root cause of the reported issue has been assigned to a defective bubble sensor. Considering that functional testing would have been affected by the mechanical damage, the exact root cause of the reported issue cannot be narrowed down more specifically. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.